Manufacturer narrative:
Investigation summary: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. The foreign material was identified by investigators as a remnant of a glove. A training awareness has been conducted to make packaging operators more aware of common contaminants in response to this complaint. The most likely root cause is due to operator error. The batch record also was reviewed, no related abnormalities were found. Investigation conclusion: the investigators were able to observe the reported failure mode in the sample provided. The foreign material was identified by investigators as a remnant of a glove. A training awareness has been conducted to make packaging operators more aware of common contaminants in response to this complaint. The most likely root cause is due to operator error.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse found red foreign matter in the prn of a bd intima ii¿ IV catheter when opening the unit package before use. There was no report of exposure, serious injury or medical intervention.